Event description:
A report was received that the patient was experiencing difficulty charging their ipg. The physician elected to replace the entire system and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2108-70m serial # (B)(4) description: phase iii linear lead with preloaded enhanced stylet - 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.